Manufacturer narrative:
The qc and calibration were not acceptable. The field service representative found that the sipper syringe was not properly sealed. He replaced the o-ring, cleaned the sipper syringe, sanded the plunger, replaced the seal on the plunger, replaced the packing for the upper threaded fluidics connector, performed primes, and performed checks and tests with acceptable results. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ferritin results for 1 patient sample on a cobas 6000 e601 module. The initial result was 115 ng/ml. On (B)(6) 2026, the sample was repeated, and the result was 44 ng/ml. The sample was repeated on another module, and the result was 46 ng/ml. The repeated results were believed to be correct. The sample was repeated because the customer's qc was out of range.